Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The customer replaced the therapy cable assembly as a precautionary measure.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker downloaded the electronic records from the customer's device and the reported issue was verified. The patient record revealed that there were several 'leads off' events which could be attributed to a intermittent therapy connection. The electrode pads used during the reported event were not available to return to stryker for further investigation. The cause of the reported issue could not be determined.